Event description:
The distributor reported on behalf of the in-home nurse stating that the listed tracheostomy tube was in use with a patient for less than an hour when the nurse realized the cuff would not inflate. An emergent replacement of the tracheostomy tube was performed. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.